Manufacturer narrative:
An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. Reported reader and sensor have been returned and investigated. Visual inspection has been performed on the returned reader and sensor and no physical damage was observed. The sensor plug was properly seated. Extracted data from returned sensor using approved software. Sensor found to be in state 1 (storage state). Visual inspection has been performed on the sensor plug assembly, no failure modes were observed. The sensor and reader successfully scanned together. Scan timeout error message did not observed. Therefore, this issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving an "incompatible sensor" message from the adc device. The customer indicated due to this issue, they required unspecified third-party intervention, however, declined to continue troubleshooting. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The reported device has been returned and is currently undergoing investigation. A follow-up report will be filed once additional information is obtained. The date of event is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. The device manufacturing date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving an "incompatible sensor" message from the adc device. The customer indicated due to this issue, they required unspecified third-party intervention, however, declined to continue troubleshooting. There was no report of death or permanent impairment associated with this event.